Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and obstruction/ occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported through a research article of a patient who noted to have left main coronary bifurcation disease, left anterior descending artery (lad) and diagonal bifurcation disease with left circumflex (lcx) chronic total occlusion. Therefore, a non-abbott guide wire insert and crossed to the right coronary artery (rca); however, a dissection appeared at the rca and quickly spread both proximally and distally. Proximally, spread into the aortic root and extended up to the mid rca. Wiring was performed with another non-abbott guide wire and intravascular ultrasound (ivus) revealed an intramural hematoma. A 3.0x38mm unspeciifed drug eluting stent was implanted in ostial to mid rca and post dilatation performed with a 3.5x15mm non-compliant balloon. Angiogram revealed good results with complete sealing of the false lumen. The lad was crossed with a non-abbott guidewire then the lcx was crossed with a .014 non-abbott guide wire. Both lesions were dilatated with unspecified balloons and a 2.75x28mm xience pro stent was deployed in the ostio-proximal lcx and post dilatated with a 3.0x15mm non-compliant balloon. The first diagonal (d1) was wired with an non-abbott guide wire and a 3.5x38mm xience prime stent was deployed in the ostial lmca to mid lad; however, a distal edge dissection was observed but sealed with a 2.5x15mm xience pro stent. Standard post dilatation was performed; however, patient experienced chest pain and a cessation of flow in d1. Therefore, a pilot 200 guidewire was used to re-wire and balloon dilatation performed with a 2.0x12mm unspecified balloon and a 2.5x23mm xience pro stent was deployed with post dilatation. Final angiogram showed good results. Stress echocardiography did not reveal inducible ischemia at follow up. Additional information can be found in the attached article "management of catheter-induced coronary artery dissection leading to extensive bidirectional intramural hematoma" no additional information was provided.